Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn0944 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (rebn0944) have been reported from the same facility.

Event description:
Facility reported to the sales rep that during the procedure the healthcare professional (hcp) lost the yellow wave form while using 3cg. The hcp pulled the wire back to find that the tip of the wire was fractured. The hcp stated that this is the second time this has occurred. This file addresses the second occurrence. There was no harm to the patient. No other information was reported, but has been requested.